Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the sheath tip had been split. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on both ends of the seal slit, on the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The torn seal and subsequent leak is consistent with the reported ¿hemostatic valve was damaged¿. The cause of the torn seal and subsequent leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
This report is to advise of an event noted during analysis which revealed a leak in the hemostasis valve.